Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose on (B)(6) 2020 with blood glucose of unknown. Customer was in the hospital and they turned insulin pump off and their wife had found they passed out and sugar was 24 mg/dl. Customer's high blood glucose value was 439 mg/dl. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. Customer treated with glucose through an intravenous. Customer also treated low blood glucose with glucagon. Customer stated the drive support cap appears normal. Based on customer reported did customer believe insulin pump was over delivering. The device will not be returned for analysis.